Event description:
Additional information was received from the patient. They reported that the patient's healthcare provider (hcp) had been notified of the emergency treatment situation that occurred due to the installation of the stimulator on (B)(6) 2024. The patient was admitted to the ER on (B)(6) 2024 and to the trauma center on (B)(6) 2024. They were in the ICU from the (B)(6) to the (B)(6) and released on (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that having outpatient surgery for installation of a neurostimulator to help with bladder control. They installed the system sensor points into their lumbar region. The procedure was less than 10 minutes and was released. Within one hour of arrival home, they were in excruciating pain and had to be taken to the ER at a local hospital. They discovered a massive hematoma in the lumbar region of her back. It was within the skin and not in the abdomen. The doctor explained that the hematoma was actively bleeding internally causing pressure and the radiation of pain from the area. The patient was transferred to a trauma center that could provide the care needed. After 7 days in the ICU and was released and we were told that the hematoma was stable and not bleeding any longer, would no longer require surgery. Patient was told by two doctors that the hematoma was caused by the installation of the neuro stimulator sensors in their lumbar area. We do not know if the problem was caused by the sensors themselves and their installation procedure or the doctor's skill level. The doctors told us that they thought it possible to get blood vessel was opened and leaked into the lumbar region, causing the hematoma. We do know that they suffered pain at a level higher than child birth, that her hemaglobin levels dropped below 7 and was subjected to narcotic control of her pain and elevated blood pressure and pulse rates. ". When they left the hospital, we were told that recovery at home would take over 2 to 3 months, even with physical therapy and nursing care at home. The doctors primarily utilized CT scans to track developments with the hematoma. Simultaneously they tracked hemoglobin levels and blood pressure to determine if the bleeding continued within the hematoma and would eventually require surgery to correct it. Ultimately, after several days, the bleeding stopped and the hematoma stabilized. After additional observation, the doctors were secure in releasing the patient to return home. Recovery will take over 2 to 3 months, according to the doctors.